Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. The previous reported device code structural problem is being corrected to more appropriate code to capture the failure. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported event. The returned device was manufactured prior to the implementation of a product enhancement, and the investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that during an in service, 4 pfc patella clamps would not lock patella attachment due to spring attachment missing. Not used in patient, used/ noticed during in service. No surgical delay.